Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2021, (B)(6) underwent placement of an angiodynamics smartport product, upn no. H787ct66ltpd0; lot no. 5695195. The device was implanted by (B)(6) hospital in (B)(6), to be used for chemotherapy. On or about (B)(6) 2023, plaintiff presented herself to (B)(6) hospital at (B)(6) with a chief complaint of generalized weakness and fever, where plaintiff was diagnosed with staphylococcus epidermidis bacteremia. Plainitff's port culture was positive, and port was removed on (B)(6) 2023 and the catheter tip was positive for staphylococcus epidermidis and staph lugdunensis. On or about (B)(6) 2023, plaintiff's defective port was removed at memorial hospital (B)(6).